Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. On 5/13/2019, a manufacturing record evaluation was performed and no internal actions found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade was confirmed during the ablation phase. Pericardiocentesis was performed to remove 800 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage and was transferred to the cardiac care unit (ccu) for observation. Extended hospitalization was required as a result of the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. The generator was used in power control mode at 35 watts. The overall time for ablation at the site of the injury was of 25 seconds. The parameters noted at the time of the injury included temperature of 22 degrees, power at 35 watts, and impedance of 147 ohms. There was an impedance rise during the ablation and the generator turned off. The power did not titrate during the ablation. The irrigation was set at 2 ml/min. The smarttouch catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter. No error messages were observed on any bwi equipment during the case.